Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was observed at power up but not reproduced. Sys error 1-5 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.